Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female had a mentor smooth round moderate profile 300cc saline prosthesis implanted. On (B)(6) 2018 left sided deflation was diagnosed during a physician consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 7/18/2018. An explant has been scheduled for (B)(6) 2018. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease was found within the rent. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on (B)(6) 2018, mentor received information about the concomitant product: right mentor smooth round moderate profile 300cc saline prosthesis, catalog: 3501645, lot: 5560721. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of explantation was (B)(6) 2018 as scheduled. The replacement devices were saline mentor smooth round high profile 330cc breast implant, catalog number 3503330, serial number (B)(4), lot number 7589877 on the right breast implant and saline mentor smooth round high profile 330cc breast implant, catalog number 3503330, serial number (B)(4), lot number 7589877 on the left breast implant. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).